Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. The customer did not recall any significant events leading up to the alarm. Blood glucose level at the time of the incident was 174 mg/dl. The customer reported a dark screen. Troubleshoot for the stuck button alarm was provided. The alarm was not cleared. The customer was advised the insulin pump has to be replaced and to revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
Device seated at the beginning of the displacement test followed by and unexpected insulin flow block alarms due to moisture damage at the at the force sensor. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, delivery accuracy test or displacement test due to insulin flow block alarms. Device received with operating currents within specification. However, a white spot at the right upper corner of the display during self test due to moisture damage at the electronic assembly. The motor assembly found with traces of moisture. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with faded serial number label. Device received with minor scratched display window, case and keypad overlay.